Event description:
The pt had a volar rim buttress plate implanted previously but the wrist kept partially dislocating to a wrist spanning plate was implanted. At some point post implantation, the pt experienced a ruptured tendon in the wrist to the wrist spanning plate and screws were explanted. According to the surgeon, there were nothing about the plate that would suggest was the cause of the rupture.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2014-00062: screws.